Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction that consisted of redness, inflammation, blisters, and itching sensations under the sensor pod on the arm. The patient went to the emergency department and an oral antibiotic (amoxicillin/clavulanic acid) was prescribed. After the event the wound healed and the patient felt fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.